Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 350 cc breast implant, catalog number 3502350, serial (B)(4), lot number 5900676. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate plus profile 350 cc breast implant and experienced deflation on the right breast implant. The patient noticed deflation on (B)(6) 2018. The patient had mammogram in the end of 2017 and had no sign of trauma. The deflation was confirmed by the healthcare professional by the measurements on (B)(6) 2018. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 350 cc breast implant on (B)(6) 2018. There were no complications after the surgery.